Event description:
The handheld and flashcard were received on 07/14/2015. Analysis is underway but has not been completed to date.

Event description:
It was reported that the physician's handheld was freezing on the interrogation successful page. Hard resets were performed, but did not resolve the issue. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
Analysis of the returned flashcard was completed on (B)(4) 2015. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. Analysis of the returned handheld was completed on (B)(4) 2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.